Event description:
Reportedly, the estimated residual longevity displayed on the programmer screen at the previous follow-up was misleading. The device reached the recommended replacement time and switched to nominal mode before the follow-up, causing patient discomfort. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190103 - file-2018-03876 - analysis_and_closure_report_resp-2018-01834.pdf].

Event description:
Reportedly, the estimated residual longevity displayed on the programmer screen at the previous follow-up was misleading. The device reached the recommended replacement time and switched to nominal mode before the follow-up, causing patient discomfort. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).